Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a low flow controller was requested. Per the request form, the patient continued to have low flow alarms despite aggressive blood pressure control and cessation of diuretics. Review of an echocardiogram did not show small left ventricle (lv) cavity size but it was noted that the alarms may be related to positioning of the inflow cannula. Additional information was received that the patient was asymptomatic and the low flow alarms resolved with the new controller. As of (B)(6) 2022, the patient was doing well and it was planned to monitor for further low flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula misalignment could not be confirmed from this evaluation as no images depicting the positioning of the cannula were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the reported misalignment of the inflow cannula; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2022. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.